Event description:
It was reported that a m.blue (#fx800t) was implanted during a procedure performed in (B)(6) 2022. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 year. Gender: female.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valve, but no significant deformations or damage was determined. Permeability test: a permeability test has indicated that the m.blue has a blockage. Computer control test: not applicable, due to the determined blockage. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is present; the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valve, deposits were found in m.blue results: based on our investigation results, we can determine a blockage and a non- adjustability in the valve. The determined deposits can be named as the cause for the functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.